Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. The instrument was found to have thermal damage near the base of the grips on the yaw pulley at the distal end. The instrument passed the electrical continuity test. The insulation was damaged, however, the conductor wires were not exposed. No pieces were missing. This failure is typically associated with mishandling/misuse, commonly caused by collision with another energized instrument. The instrument was also found to have damage to the conductor wire¿s insulation. The insulation exhibited thermal damage. No pieces were missing. The root cause of the damaged conductor insulation is typically associated with mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the abrasive area in plastic pulley of maryland bipolar forceps was found to be damaged. A backup instrument of the same kind was used to complete the procedure. The procedure was completed with no reported injury.